Event description:
Event description guidant received information that, during a pacemaker replacement procedure, this ventricular lead had high thresholds of 3.1 volts. The thresholds were that high previously, so this was a known matter. The physician decided to connect the lead to a new device. It paced properly and the new device was placed into the pocket. During closing, pacing failure (loss of capture) was noticed. After disconnecting the lead from the device, the pacing system analyzer noted no changes in the lead. The lead was re-inserted and the pacing failure appeared again. It occurred when the patient took deep breaths or the physician pressed near the pocket.